Manufacturer narrative:
Additional information has been requested to the representative. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this lead was surgically abandoned due to product performance issues. No additional adverse patient effects were reported.